Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. A nurse performing venipuncture on a patient with an isolation plug leak during a successful puncture for fluid infusion.

Manufacturer narrative:
1. The customer did not return the sample, but returned two photos and a video, from which it was found that there was obvious leakage, and the leakage was at the location of the isolation plug, and the specific cause could not be analyzed from the video. The photos show the traceability information of the product, and we will collect and organize the specific information. 2. Production record check (lot#4081481): 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in cfs and r240 packaging line in april 2024, with a work order quantity of (B)(4) pieces; 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no non-conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned video showed liquid oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information is available.